Event description:
The pt was tested on pt's surestep meter with a result of 159 mg/dl and, although it was reported that pt was "seizing", no treatment was provided to pt based upon meter result. Pt was transported to the hosp where pt's blood glucose was 31 mg/dl and, 5 mins later, 20 mg/dl. The pt was hospitalized. Treatment provided unknown. The rptr refused to provide any additional info.